Event description:
Medical record reviewed 11-30-98. Pt was in a motor vehicle accident on 6-18-98 and had an open tibial/fibial fracture. This injury was repaired on same day with intramedullary nailing of right tibia with synthes tibia nail. Pt returned to facility on 11-10-98 for diagnosis of hypertrophic nonunion right tibia. Per the operative report "the proximal rocking screw, however, had broken and the lateral portion remained in the bone out of the way in the intermedullary nail. Proximal end of the nail was exposed and traction guide inserted and nail removed." Pt discharged to home in stable condition on 11-12-98. One screw in possession. No lot numbers noted to screw. Portion of screw remains in pt.